Event description:
Reportable malfunction: incident description - on may 28, 1998 novo nordisk a/s received a novopen 1.5 device from a woman in the united states with the complaint that the piston rod on her son's device was stuck in the extended position. She stated that her son had been using the device for about two years. No adverse event was reported in connection with this complaint. Result and conclusion of manufacturers investigation - upon receipt of the device, the piston rod was not stuck as stated in the complaint. Technical investigations established the fault "collar on piston rod nut broken off." Conclusion - the technical failure "collar on piston rod nut broken off" has been evaluated as a reportable malfunction on june 17, 1998.